Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed. The customer checked remote support service and observed a hardware failure message. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was not detected on bus. A field service engineer (fse) determined that pocket 12 in drawer 1.7 generated a false hardware failure due to an incorrect configuration, as the mini drawer had 6 pockets instead of 12. The drawer was temporarily reconfigured to show 12 pockets so the escort could unload the ghost inventory. After the inventory was removed, the drawer was reconfigured to match the correct physical layout, and the remaining mini drawers were verified to resolve the issue. The system functioned as intended after the field service engineer repaired the device.